Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior/apical pelvic floor repair kit sometime in 2010. The patient presented with approximately 2 cm x 3 cm of erosion at the midline in early (B)(6) 2012. Reportedly, the patient had the exposed portion of mesh removed on (B)(6), 2012. The patient, who is over 18 years of age, was prescribed premarin cream for one week following the mesh excision and is doing fine. All other information is unknown and reportedly unavailable.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.